Event description:
It was reported that the patient presented in clinic for a follow-up. Device interrogation revealed that the pacemaker was in high output mode due to acap confirm algorithm. Atrial threshold test was performed manually and confirmed capture at low output. Acap confirm was programmed off and the atrial output was set to a fixed voltage. The patient was in stable condition.